Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer did not know if blood glucose level was impacted. System check was not performed with tandem technical support as the customer reported using apidra insulin.